Manufacturer narrative:
The biomedical engineer reported to physio-control that they re-seated the interface pcb assembly and after observing proper device operation through functional and performance testing, the device was returned to service. The customer's device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device intermittently would not complete the boot-up process and would power itself off with the service indicator present. There was no patient use associated with the reported event.